Manufacturer narrative:
Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5014654.

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to high impedance on leads. The patient is doing great post operatively, slow to wake from general anesthesia. The explanted device will not be returned as per facility policy.